Manufacturer narrative:
Qn#(B)(4). Associated MDR#s 9680794-2023-00272.

Event description:
It was reported the catheter was passed, "but during the physical integrity verification, a broken j tip was found, therefore, the c atheter was not passed". The device was replaced and during another attempt "the catheter is passed, however, there is evidence of breakage at the end of the guidewire".

Manufacturer narrative:
(B)(4). Associated MDR#s 9680794-2023-00272 and 3006425876-2023-00372. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter was passed, "but during the physical integrity verification, a broken j tip was found, therefore, the catheter was not passed". The device was replaced and during another attempt "the catheter is passed, however, there is evidence of breakage at the end of the guidewire".